Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the left side seat frame is broken about 2 inches from the arm assembly.